Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that they believed the implantable pulse generator (ipg) was not working and caused them to have a seizure. The ipg remains in use. No further patient complications have been reported as a result of this event.